Manufacturer narrative:
Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Our manufacturing process was within control and no abnormality was found on the given product lot. The product lot met all the qa outgoing inspection criteria prior releasing to the market. Based on the results of preserved samples evaluation and DHR analysis, there was no abnormality found on complaint lot. From the information gathered from (B)(4), user facility said that their suspicion might be due to patient movement. Furthermore, the user facility had emphasized there were no product problem as upon inspection of the venous avf needle, it was noted that tape and gauze dressing were still intact on the fistula needle. Hence, this incident is not related to our manufacturing process.

Event description:
On (B)(6) 2018, a hemodialysis patient was going through a 3 hour hemodialysis treatment that involved venous needle dislodgement, hospitalization and death. Two (2) hours into the scheduled treatment, patient was found to be unresponsive. Pressure was held to cannulation site, and normal saline administered via arterial line. Approximately 1.5l of blood loss. 911 were called, CPR was initiated and AED applied which advised no shock. A total of 3 liters of normal saline was administered during resuscitation. The patient was then transported to the hospital via ems, where the patient died. Upon inspection of the venous needle, it was noted that tape and gauze dressing were still intact on the fistula needle. The machine was sequestered and functional test was performed. All required parameters passed.